Event description:
The reporter stated that the surgeon inserted a aa4204vf single piece silicone lens and the lens tore. The lens was removed and another lens was inserted. No patient injury reported.

Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that one lens haptic is torn off and missing. Clear surgical and reddish residue/debris on the product. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.